Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulty shaping the tip was unable to be tested due to device condition. The stretched/separated tip coils were confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported event description and evaluation of the returned unit, the reported difficulty shaping the tip and damage to the tip coils was due to inadvertent user mishandling during the attempt to shape the tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional emboshield nav6 embolic protection system (eps) device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), during shaping, the coils of the barewire were noted to be stretched. The core and coils were intact. The device was not used and there was no patient involvement. Another emboshield nav6 eps was prepared and when the barewire was being shaped, it was found that the coils of the barewire were noted to be stretched. The core and coils were intact. Additionally, the delivery catheter of the second emboshield nav6 was separated during the process of packing the device for return. The device was not used and there was no patient involvement. A third emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that both devices had separated tip coils and the core was separated and a portion was not returned. No additional information was provided.